Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter (B)(4) stopped working occurred. Transmitter (B)(4) was returned for evaluation. Product and data were evaluated and the allegation was confirmed for transmitter (B)(4) via data. The probable cause was determined to be signal loss greater than one hour due to the transmitter and app were not being able to establish a connection. . The reported event of a transmitter that stopped working is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.